Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl due to needing settings adjustments. The customer addressed the high bg with a correction bolus. Tandem advised the customer to consult their healthcare provider regarding changing pump settings.